Event description:
An internal battery only lasted 30 minutes during transport. Biomedical received the ventilator and charged it overnight and performed test at standard setting. In the evaluation, the battery lasted 50 minutes before low battery, then within 15 to 20 seconds the ventilator gave battery empty alarm.